Event description:
Reportedly, it was impossible to interrogate devices.

Manufacturer narrative:
The reported issue could not be reproduced during the preliminary analysis of the returned unit. Additionally, the filter board was found defective.

Event description:
Reportedly, it was impossible to interrogate devices.

Event description:
Reportedly, it was impossible to interrogate devices.